Event description:
It was reported that during a ptca treatment procedure involving a 95% stenotic lesion in the mid-rca, the maxxum balloon ruptured at 10 atm's on the first inflation. A balloon rupture was suspected due to loss of pressure noted on inflation gauge. The patient remained asymptomatic during this event. The balloon was removed and replaced with an identical device and the procedure was successfully completed without harm to the patient. The size of the introducer sheath used is unknown. The guidewire used was a termo crosswire ex, and the guide catheter was a termo heartrail jr4. An encore inflation device was used. The lesion treated did not involve an in-stent restenosis and was not calcified. The vessel was not tortuous and no resistance was met with insertion or removal of the device. No patient injuries or procedural comlications were reported. No other information is available at this time.